Event description:
It was reported that a 980 ventilator went into inoperable condition and stopped cycling while in use on a patient. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The customer reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was removed from the ventilator and placed on an alternate ventilator.